Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was in cardiac arrest a few days after the implant procedure. It is unknown if the cardiac arrest was related to the device or the implant procedure. No intervention has been performed at this time to resolve the event. Additional information was requested but not yet received.

Event description:
Additional information received indicated the patient passed away. Additionally, the cardiac arrest that was previously reported was not expected to be related to the device. It's unknown if the device is related to the patient's passing. The device was explanted following the event.

Manufacturer narrative:
Device was returned for full analysis without a specific complaint. The helix was measured to be stretched out of specification which is consistent with having occurred during procedure. Electrical features of the device were analyzed and observed to be normal. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.